Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by the medical director. Review of the records concluded: the reported event is confirmed. The aortic neck was severely conical. Imaging revealed thrombus and narrowing of the devices. Placement of a balloon expandable stent and angioplasty of the stent graft successfully resolved the problem. There is no indication that the device may have caused or contributed to the reported event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the most likely cause of the reported event is related to patient anatomy, there were no product issues identified in the event.

Event description:
It was reported that approximately two months post-implant of a bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension, the patient presented with claudication. Reportedly, imaging revealed thrombus within the suprarenal aortic extension and its proximal end appeared pinched. Additionally, the infrarenal aortic extension had moved down distally, and an endoleak was observed between the infrarenal and the suprarenal aortic extensions. The physician elected to implant a palmaz stent inside the suprarenal aortic extension and ballooned the devices, which successfully reshaped the aortic extension, excluded the occlusion and resolved the endoleak. The physician indicated the patient complications were not a device related issue. The patient tolerated the procedure well.

Manufacturer narrative:
Device remains implanted in patient.